Event description:
Customer reported melting in the area of the contacts. Customer stated calling to originally report water inside the device, screen, and dripping out. Customer stated the device is cleaned weekly or as needed. No treatment. A request was made for return product and replacement product was sent.